Manufacturer narrative:
Patient weight was not provided. This medwatch report represents the report of the driveline getting caught under the CT machine. The referenced driveline infection was reported under medwatch MFR report # 2916596-2015-02358. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month. The pump was not returned for evaluation as it was not explanted. A system controller log file was provided for evaluation. The log file captured a driveline disconnect alarm followed by low speed, low flow, and motor stop events. Although the reported alarm conditions were confirmed through the evaluation of the submitted system controller log file, a root cause for these alarms could not conclusively be determined without return of the device. Based on past experience and similar reported events, the low speed, low flow, motor stop, and driveline disconnect events that were observed in the system controller log file following the driveline being caught in the CT scanner could be indicative of damage to the integrity of the underlying wires of the patient¿s driveline. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient contacted the on-call vad coordinator and reported driveline drainage. The patient was instructed to go to the clinic the following day, on (B)(6) 2015, for an evaluation and cultures of the driveline site, but did not show up. On (B)(6) 2015, the patient called the vad coordinators again and stated that he felt like he had pneumonia and requested a chest x-ray, but did not go to the clinic for evaluation due to no transportation. On (B)(6) 2015, the patient called the vad coordinators and reported "not getting any better and needed to be seen in the emergency department". The patient presented to the ed that day and was admitted. A CT scan of the abdomen was performed to evaluate for a driveline infection. After the CT was completed, the driveline reportedly became caught under the CT scanner while transferring the patient. The pump stopped immediately. The patient was switched to the backup system controller, but the pump did not restart. The patient became symptomatic and advanced cardiac life support was given. The pump was off for approximately 35 minutes when the vad coordinator arrived. The patient expired soon after.